Manufacturer narrative:
Final analysis found insulation degradation exposing the outer coil at 4.5 cm from the connector pin. Abrasion consistent with constant friction to another implantable device was also found at 5.9 cm to 6.1 cm from the connector pin.

Event description:
It was reported that the right ventricular lead exhibited noise. Upon extraction, an insulation anomaly was noted on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.